Event description:
Caller reported that cartridge was not fitting properly on pump, as it was not fully snapped into place. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer support instructed caller to remove an o-ring obstruction and clean pneumatic tap area, allowing cartridge to reload successfully. Caller was able to resume insulin therapy without further issues.